Manufacturer narrative:
(B)(4). Device available for evaluation: device evaluation. Labeled for single use. Evaluation of the returned device did not confirm the reported low audio output. Based on the evaluation, no product deficiency was identified.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced low audio output. Dexcom has issued an rga for patient to return their device to be investigated.